Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03803 / 03804).

Event description:
It was reported that there was significant resistance/friction of the nitinol needle passing through the suture punch. There was no patient injury or delay in procedure. A competitor product was used to complete this procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component is did not cause serious injury. The initial report should be voided.